Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a left hip replacement on (B)(6) 2016. Patient stated that the extreme pain never went away and that the implant never healed. Patient went back to his doctor and a revision was done on (B)(6) 2017.

Manufacturer narrative:
Additional information: product long description; product code, common device name; catalog #, lot #, expiration date, gtin; PMA/510(k)#; manufacturing date. An event regarding loosening involving a tritanium shell was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as no products were returned. -clinician review: a review of the medical records by the consulting clinician indicated ¿ patient underwent an uncomplicated press fit left tha on 12/20/2016. Initial radiographs show good fit and coaptation of the acetabular component. Several months postoperatively developed increasing pain. Xray reports document the appearance of radiolucent lines around the cup consistent with loss of fixation. A bone scan was performed which documented the cup did not appear well fixed. A revision tha was undertaken on 11/21/2017. Intra-operatively the cup was found to be loose and without evidence of bony ingrowth. No evidence of infection was seen. The primary harm involved is failure of biologic fixation of an acetabular component in a primary press fit tha. There is no evidence for defect in the implants or their manufacture." --product history review: a review of the product history review indicated the devices accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed by medical review. A review of the medical review concluded that "several months postoperatively developed increasing pain. Xray reports document the appearance of radiolucent lines around the cup consistent with loss of fixation. A bone scan was performed which documented the cup did not appear well fixed. A revision tha was undertaken on 11/21/2017. Intra-operatively the cup was found to be loose and without evidence of bony ingrowth." If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that he had a left hip replacement on (B)(6)2016. Patient stated that the extreme pain never went away and that the implant never healed. Patient went back to his doctor and a revision was done on (B)(6)2017. Update as per medical review - "a bone scan was performed which documented the cup did not appear well fixed. A revision tha was undertaken on 11/21/2017. Intra-operatively the cup was found to be loose and without evidence of bony ingrowth. No evidence of infection was seen."